Event description:
It was reported that a change in therapy effect occurred. The patient¿s symptoms returned and had a gradual onset. They occurred after an activity; a plane ride from (B)(6). Prior to getting on the plane and ever since, both of the patient¿s ankles were swollen where she couldn¿t get shoes on. It was also noted the pump site wasn¿t where it was implanted, the pump was moving all around in the area where it had been installed on her side. It reportedly would move completely up and down side to side. It was on the morning of the date of this report that the pump movement was noticed. When the patient would touch he pump, it would move up and down and back and forth ¿as though there is fluid present¿. The patient¿s granddaughter also saw it sticking out looking odd from the side. The patient confirmed it did look odd. The patient wasn¿t experiencing any other symptoms besides the swelling of the ankles however it was then reported she was ¿just having a lot of pain and discomfort¿ in the area of her back and groin for the reason that she originally had the pump implanted for. It was also reported, the patient had developed swelling of her feet and hands. The pain returned the day prior to the date of this report. She hadn¿t updated her health care provider (hcp) yet and would be out of town for a couple of months. The patient wanted a list of hcps in the area she was currently in as she wasn¿t sure the symptoms were due to the pump or another health condition. The device system was used to deliver morphine. Patient outcome and interventions weren¿t provided. Additional information has been requested but was not yet available as of the date of this report. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Upon further review, the previously reported information "the pump site wasn't where it was implanted" was updated; the pump was where it was implanted.